Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egms. A decrease in r-waves and a decline in impedance were also noted. Lead dislodgement was suspected.